Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right ventricular (rv) lead exhibited non-capture one day after implant. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.